Manufacturer narrative:
Continuation of medical devices: product ID 977d260, serial# (B)(4), product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 21-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
There were higher than normal impedances on lead following implant. They saw impedances in the 3000-6000 range for lead even after 1-2 hrs later. They tried a new wens and still lead was showing 3000-6000 ohms. Electrode 0 showed "do not use." The following electrodes showed low impedances and to "avoid" because of a possible short: 0, 1, 2, 5, 6, 8, 9, 10, 13, 14. An x-ray image of the implanted leads was provided. It was confirmed that the lead went from package to tray to needle and implanted with no issues. The 2nd lead they put in was in normal range (around 1000 ohms). Hcp decided to pull the 1st lead. They tested that 1st lead in saline water and now all contacts were in the 400 ohms range. The 1st lead would be sent back for analysis. No further complications were reported.

Manufacturer narrative:
Product ID# 977d260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.